Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being injected with juvéderm® volux¿ xc in the jawline. Ten months later, the patient developed covid. One month post covid, the patient began to experience nodules at the injection site as well as the neck. Patient describes the nodules as "tender and red and worsened daily" until they were treated with steroids, zyrtec, pepcid, and doxycycline. The nodules in the neck are ongoing.